Event description:
It was reported that the balloon ruptured. The 70% stenosed target lesion was located in a mildly tortuous and moderately calcified left anterior descending artery (lad). The patient presented with coronary artery disease (cad). A 3.50 mm x 30.00 mm agent drug-coated balloon (dcb) was selected for percutaneous coronary intervention (pci). There were no damages observed with the device during device unpacking or device preparation for use. The device advanced over the wire and through the guidewire without any issue. During the first inflation, the balloon ruptured after 5 seconds at a pressure of 6atm. The device was removed, and the procedure was successfully completed with another agent device. There was no patient complication reported, and the patient was stable.

Event description:
It was reported that the balloon ruptured. The 70% stenosed target lesion was located in a mildly tortuous and moderately calcified left anterior descending artery (lad). The patient presented with coronary artery disease (cad). A 3.50 mm x 30.00 mm agent drug-coated balloon (dcb) was selected for percutaneous coronary intervention (pci). There were no damages observed with the device during device unpacking or device preparation for use. The device advanced over the wire and through the guidewire without any issue. During the first inflation, the balloon ruptured after 5 seconds at a pressure of 6atm. The device was removed, and the procedure was successfully completed with another agent device. There was no patient complication reported, and the patient was stable.

Manufacturer narrative:
Device evaluated by manufacturer: a 3.50 mm x 30.00 mm agent drug-coated balloon (dcb) was returned for analysis. Visual, tactile and microscopic analysis was performed on the device. A visual and tactile inspection of the hypotube shaft revealed no abnormalities. A visual inspection of the outer and inner lumen and tactile examination of the entire extrusion found no issues. A detailed microscopic examination of the balloon identified a 1cm longitudinal tear from the proximal markerband to the mid-section of the balloon in the balloon material. Tip showed no signs of tip damage. A microscopic examination of the proximal and distal markerbands identified no damage.